Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2018 - 03214, 0001822565 - 2018 - 03217 . Reported event was unable to be confirmed due to limited information received from the customer. Provided patient x-rays were reviewed and confirmed implant dislocation of the femoral head and liner as well as acetabular malposition at an unknown time in relation to this event. However, this cannot confirm the complaint as no information regarding serious injury or malfunction associated with the event has been provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was identified for medical attention for unknown reasons. No revision or medical intervention has been reported to date however. Attempts were made to obtain additional information, none was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.